Event description:
20g IV started in right antecubital per floor rn (two previous IV's were discontinued due to possible infiltrate). Patient went to CT. CT done without contrast. Power injector was used. Upon returning to the floor, the patient's right arm was swollen. Right arm was elevated on pillows and heat applied. Radiologist and patient's doctor were notified. Spouse aware.